Event description:
Literature: dvorak em, mcguire jr, nelson me. Incidence and identification of intrathecal baclofen catheter malfunction. Pm r aug 2010; 2(8):751-756. Summary: a retrospective chart review of 167 adult pts with intractable spasticity and itb pump implanted between (B)(6) 1994 and (B)(6) 2009. The aim was to review the frequency of itb complications in pts from the study authors' spasticity clinic over 15 years and the tests used to identify these problems. Thirty-three pts and 37 catheter revisions (four pts had 2 complications, the rest each had one). Radiographs were obtained in all cases to determine catheter issue. Reportable events: there were: 14 catheter kinks and/or obstruction; 7 catheter disconnections from the side port; 7 subdural catheter placements; 4 catheter fractures; 4 catheter dislodgements from the spinal canal and one pump failure.

Manufacturer narrative:
(B)(4). Withdrawal. It was not possible to ascertain specific device info from the article or to match the events reported with previously reported events. It is also possible several events occurred in one pt. The pt info provided in section a is the average for all the pts. At this time, no additional info was available, additional info has been requested.